Event description:
It was reported that a patient underwent an abdominal procedure on an unknown date and mesh was used. The experienced weight changes, depression, hives, ear fullness, and chest tightness. The patient was seen by an allergist for possible allergic reaction to the mesh and patch testing is planned. No additional information has been provided.

Manufacturer narrative:
(B)(4) - chest tightness, ear fullness. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.